Manufacturer narrative:
The investigation is ongoing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. As soon as further information regarding this event becomes available a follow-up supplemental form will be provided within 30 days of awareness of this information.

Event description:
The patient was treated as part of the mimics-3d european post-market observational study on (B)(6) 2016. During 36-month follow-up an aneurysm of the proximal sfa right was reported to veryan. Within the comments provided by the physician they have attributed the aneurysm as possibly device related with a suspected stent fracture as the cause. No treatment has been conducted, and only observation at present.

Manufacturer narrative:
As part of the complaint investigation the following was conducted: 1) a review of the information provided from the clinical site. 2) communication with complaint site to obtain more information, angiographic imaging or x-ray imaging. 3) review of all available information by our chief medical officer. The information provided from the complaint site via datatrak is the only clinical data available on this reportable incident to date. Datatrak is the electronic data capturing software used by clinical for recording information on subjects enrolled in the mimics 3d post market observational study. An aneurysm event was reported to veryan on 23-december-2019. The aneurysm did not require treatment/intervention but is being observed/monitored. It was also reported that the stent was not patent and a stent fracture was detected.duplex ultrasound (dus) was the only imaging modality performed at this 36 month follow-up.there was no angiography or x-ray imaging performed. Standard procedure requires x-ray imaging to confirm a stent fracture. Velocities recorded on dus indicate that there is blood flow through the stent and normal pulses with a rutherford score 0 which does not indicate any issue in the patient's 36-month follow-up clinic visit. With respect to the follow-up communication with the complaint site : an initial email request for further information was made on 06-january-2020. The site confirmed that no further imaging or diagnosis was conducted on the suspected stent fracture. One of veryan's clinicalal sales specialists made several attempts by phone to contact the complaint site for further information but did not receive any response at (B)(6) conference held on 30-january-2020 our chief medical officer spoke with the site's proncipal investigator regarding this reportable incident. On the same day (30-january-2020) a representative at the complaint site informed veryan's clinical sales representative that the dus performed was conducted by a junior doctor and that they would need to follow up with this clinician. The site representative said they would provide a response by 05-february-2020. Our clinical sales specialist followed-up with email and a phone call but there was no further information from the site. Summary: our chief medical officer reviewed the data provided on datatrak. A suspected stent fracture had been reported but there was no x-ray imaging conducted to confirm this suspected fracture. It was also reported that the stent was occluded but from the velocity values and pulse values reported by the site, these values show there is blood flow through the stent with no elevations in velocity therefore this indicates that the stent is patent. From the data provided to date there is insufficient information to determine conclusively the presence of a fracture. If further infomration becomes available the complaint investigation will be re-opened and investigated.